Event description:
It was initially reported that patient had increase in symptoms and thus a device replacement was scheduled. Specific symptom noted was spasm. During the replacement procedure it was stated that the metal piece inside suture less connector (sc) pulled away from catheter. A partial explant was done and they replaced suture less on hector segment. No diagnostic testing or troubleshooting was performed; cause of the issue was unknown. Patient status was reported as alive - no injury. Upon further follow-up it was reported that reporter believed that the surgeon pulled the metal piece away from the catheter while attempting to disconnect it, but wanted it analyzed. ¿minor symptoms¿ occurred prior to replacement, but this was not the reason for the replacement. There was no evidence or allegation of pump malfunction. It was just an eos (end of service) replacement, therefore the pump was not kept/ not returned. Reporter believed the patient was doing well at this point. Drug delivered via the device was baclofen 2000mcg/ml at 425mcg/day.

Manufacturer narrative:
Concomitant product: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2007, explanted: partial on (B)(6) 2014. (B)(4).